Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited intermittent image and no image. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5, g2 ("company representative" must be selected as the reporter is an olympus employee). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction was confirmed. It is presumed that the serial digital interface cable failure was the cause of the phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic erythrocyte sedimentation rate (esr); procedure was completed using the same set of equipment.